Event description:
Prior to an unrelated device upgrade procedure, p wave amp variation was noted on the right atrial (ra) lead. A lead dislodgement was suspected. The ra lead was capped and replaced during the device upgrade procedure to resolve the event. The patient was stable.